Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 07:18:58 with drain volume of 5583 ml during cycle 1. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the iipv found in the log was determined to be insufficient drain due to use error; inappropriate bypass of the initial drain without low drain volume alarm occurring. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.